Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, it was noticed that the implant blocked in the injector. No patient impact reported. Additional information has been requested, received and stated implant broke during its progression inside the injector and there was no patient contact. Same model and diopter company lens was used to complete the procedure.